Event description:
Voluntary medwatch received states the lead was noted to have far p over-sensing and low pacing impedance. No intervention or adverse patient consequences were noted.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5155833.